Event description:
A peritoneal dialysis (pd) patient reported that he had a fluid leak from the set during treatment. He could not remember the specific date of the incident. His effluent has remained clear. He has not had any signs of infection. He had informed his pd nurse and was not prescribed antibiotics. The set was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There was no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.